Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 3 march 2017. The representative reported that a loose connection between the polaris spectra system control unit (scu) and positioning sensor unit (psu). The loose connection resulted in the camera not powering on. The reported issue was resolved by securing the connection on the navigation system. The navigation system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the leds on the navigation system camera would not power on. Restarting the navigation system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient age and gender provided.